Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 70 mmol/l (1260 mg/dl) and ketones, while wearing the pod between 4 and 24 hours. At the hospital, the patient was placed on an infusion, administered a manual insulin injection and given a substance (name unspecified). The pod was discarded.